Manufacturer narrative:
UDI number: (B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years, two (2) days due to mitral regurgitation. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve. The patient was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, f10 (device code), h6 (method, results code) h11: corrected data: updated section h6 (conclusion code), h10 (additional manufacturer narrative) regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years, two (2) days due to severe mitral regurgitation. The tmvr procedure was performed successfully with a 29mm 9600tfx transcatheter valve.. The patient was admitted to the ICU. The patient was discharged home on pod #2 in good condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H11: corrected data: updated section b5.

Event description:
It was reported that this patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years, two (2) days due to valve degeneration leading to severe mitral regurgitation and flailed leaflet. The tmvr procedure was performed successfully with a 29mm 9600tfx transcatheter valve.. The patient was admitted to the ICU. The patient was discharged home on pod #2 in good condition.